Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had all buttons unresponsive. Insulin pump alarmed for rewind. Customer was not able to clear the alarm. Customer also reported that insulin pump had frozen display. Frozen display was recurred after installing a new battery. The screen was not completely blank and did not turn off. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device was received with no button response, problem isolated to the keypad assembly. Unable to perform the displacement test and self test due to no button response.